Manufacturer narrative:
The product was retained by the hospital. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged during a device therapy upgrade procedure. This ra lead was explanted and replaced. No additional adverse patient effects were reported.